Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had battery issues was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pcu devices have battery issues and need to be replaced. The devices were found with a "replace battery" error. There was no patient involvement. Additional information was provided 02mar2026: the customer states "the devices were not plugged in for several days. The staff at our facility don¿t keep them plugged in. After charging overnight they both did fine. I don¿t see a reason to return them." Devices will not be returned.